Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and fail. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on 09/23/2022 with the ack2 was received on xx/xx/xx by cdrh with coreid: (B)(4) . Per esg/cdrh email on (B)(6) 2022, ¿ the cesub helpdesk has communicated they are aware of multiple mdrs that failed to process and multiple ack3s that failed to send between september 7 and september 26 due to an infrastructure issue, and they are working as fast as they can to reprocess the mdrs that need to be reprocessed and resend ack3s that failed to send. Their goal is to complete this task and respond to all open ack3 tickets by october 7.¿ as of (B)(4) 2022, the issue has not been resolved. As per esg/cdrh email on (B)(6) 2022, we should now resubmit this MDR.